Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Engineering analysis finds that in this particular case, it appears like user performed work list download to create patient. All the patient information will update correctly, however, may create a new record in the procedure step table and will create multiple records in the procedure table with the same study ID. In this case, procedure step table contains more than one record with the same study ID, application not loading the procedure table and then trying to load series table (child table) will result in the same error. (B)(6) 2014, a medtronic representative, following-up at the site, found no errors associated with dose reporting. Recommendation was made regarding reloading of the software. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
A CAPA was created to address the reported incident. Based on the CAPA investigation, the identified root cause for this event was that the operator performed an invalid work list download sequence. This is an unanticipated sequence of user action outside of the typical post-operative workflow when the dose report is uploaded for possible accumulation into the patients' lifetime dose records.

Event description:
A medtronic representative reported an o-arm 1000 imaging system displaying an error message when attempting to create a dose report following a procedure - the report could not be created. There was no patient present when this issue was identified.